Event description:
A pt reported inaccurate high readings with a one touch meter that caused pt to experience unconsciousness. Pt reportedly takes insulin based on the sliding scale. In 2001, pt's blood glucose was 200mg/dl at 07:30pm. The following day, pt fell while trying to get out of bed and became unconscious. Paramedics were called and found pt's blood glucose 27 mg/dl. Pt was treated on site and not transferred to hosp. No additional info available.